Event description:
It was reported that the ilet touchscreen cracked when the user pulled the device from a pocket and the device struck an object, after which the screen could not be unlocked and the device was not usable. Symptoms included no injury. Outcomes included use of backup therapy with blood glucose levels unaffected and plans to return the device. Investigation included troubleshooting and education with the user and shipment of a replacement device pending return of the original. Investigation of this case revealed physical damage to the touchscreen/display assembly consistent with external impact, resulting in loss of touch functionality and inability to operate the device. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling damage due to impact.